Manufacturer narrative:
The hill-rom technician found the communication cable not connected from the wall to the bed. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Sidecom communication system: inspect and test the communication junction box. Make sure the sidecom communication system features operate correctly. Inspect the communication cable, including the male and female pins in the plug. Replace as necessary. A search of the hill-rom maintenance records showed hill-rom performance preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician connected communication cable to resolve the issue. Based on this information, no furhter action is required.

Event description:
Hill-rom received a report from the account stating the nurse call is not sending a signal to the nurse's station. The bed was located at the account in 8311. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).